Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ safety needle leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: there have been multiple reports of these needles breaking the leur lock component of the seqirus afluria quad vaccine syringe when attached. There have also been reports of vaccine leakage around the needle.

Manufacturer narrative:
Investigation: bd has been provided with 2 used samples assembled into luer-lock accessory, 1 disengaged from syringe and 1 opened empty blister for catalog 305891 lot 1812003 to investigate for this record. Visual inspection reveal no defects or damaged which could lead in the reported issue. Returned samples are assembled too tightly and the assembly appear to have a canted appearance which may also lead to rotating, loose or separation. One returned sample was assembled into reference syringe provided following instructions and no issues were observed when attaching, no leakage. After use, when removing needle from syringe, bd experienced luer-lock accessory disengaged from syringe, which was not broken. Unfortunately, bd was unable to verify the reported issues at this time. DHR review reveal no issues or abnormalities related.

Event description:
It was reported that bd eclipse¿ safety needle leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: there have been multiple reports of these needles breaking the leur lock component of the seqirus afluria quad vaccine syringe when attached. There have also been reports of vaccine leakage around the needle.